Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While trialing with the poly, the post broke off of the trial.

Manufacturer narrative:
Examination of the submitted device.5 confirmed the metal pin component has become disassociated from the trial body and the metal stem has separated from the metal pin. Deformation was noted in the poly under the levered-out pin which suggest that the pin was forced into a nonconcentric mating relationship to the hole, i.e. Damaged through usage. The root cause is attributed to user technique. Based on the root cause determination of user technique and no evidence of product error as a contributing factor, the need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.